Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8870, product type: software. Product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient who was receiving fentanyl with concentration 2000.0 mcg/ml at a dose rate of 599.6 mcg/day and bupivacaine with concentration 30 mg/ml at a dose rate of 8.994 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain and failed back surgery syndrome. It was reported that elective replacement indicator (eri) was showing as ¿?? Months¿ on the pump¿s print report. The patient had already left at the time of the event and the hcp was considering having the patient come back in to interrogate the pump and confirm via the pump logs that they are getting drug delivery and no pump memory issue. No patient symptoms were reported. On 2016-04-21 a hcp further reported that the patient was unable to return to the clinic today, but patient planned to return first thing in the morning. A medical doctor concurred. It was noted that the patient had been able to use their personal therapy manager (ptm) device successfully twice since their appointment. On 2016-04-22 an hcp further reported that they interrogated the pump today and it said 52 months regarding eri which was noted as being accurate based on the implant date. The hcp read the logs and no alarm was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.